Event description:
It was reported that during the procedure, the device broke off into patent, all pieces were removed from patient. No patient injuries were reported. Backup was available.

Manufacturer narrative:
One arthropierce 35 degree up was returned for evaluation. Visual assessment confirmed the reported complaint. The distal tip is bent and twisted. The condition of the device indicates excessive force was placed on the tip during use resulting in its breakage. No root cause related to the manufacture of the device can be established.